Event description:
The customer contacted baxter's technical service center to report a compact exchange device (cxd). The home patient stated that he had gone through several supply bags where the cxd machine had punctured the side of the tubing causing the solution bags to leak. The technical service representative will swap out the cxd. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The customer reported issue of the compact exchange device (cxd) punctured the side of the tubing causing the solution bags to leak was not confirmed or duplicated during evaluation. The device was received with no external damage. A spike and unspike operation was performed using a spike and unspike test set. The reported issue was not confirmed or duplicated by functional evaluation. The assignable cause for the reported issue was undetermined. A review of the device history was performed an no issues were identified that may have caused or contributed to the reported issue. The device is non-serviceable and will be destroyed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.